Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure a tear was found in the tubing leading to the pump. The patient was said to be doing well following the procedure.

Manufacturer narrative:
H2, h3, h6, h10 updated product investigation completed. The pump was visually inspected. There was a leak in the pump strain relief kink resistant tubing (krt) cylinder junction due to fatigue; hole was present. The pump was functionally tested and failed deflation test and activation test. The reservoir was visually inspected and functionally tested. The reservoir had wear at a corner of a fold in the shell; no leak was found. The cylinders were visually inspected and functionally tested. Cylinder 2 has the holes in the outer tube attributed to sharp instrument damage which most likely occurred during the explant; however, there was no damage to the inner tube resulting in the cylinder 2 to pass the leak test. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 has a pinhole leak in proximal cylinder body attributed to input tube wear with avulsion; hole in the outer tube was present. Cylinder 1 has fold that indicate possible buckling of the cylinders in the proximal cylinder body as well. Product analysis confirmed the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure a tear was found in the tubing leading to the pump. The patient was said to be doing well following the procedure.